Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device fan was not spinning properly, louder than normal, and a s233 (overtemperature-psc) malfunction alarm code was seen in the device history. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device fan was not spinning properly, louder than normal, and a s233 (overtemperature-psc) malfunction alarm code was seen in the device history. The device was returned to the biomedical department with a note that stated, "s233 error code 3x." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.